Event description:
As reported by the (B)(4) study the patient experienced a peri procedural non q-wave myocardial infarction (mi).also, pre-procedure, the bifurcating distal circumflex (cx) had a 0% stenosis and post-procedure, a 100% stenosis. The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, and diabetes who presented with ccs class I angina and a 95% stenosis in the 1st obtuse marginal (om). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one cypher ((B)(4)/ lot 15132575) study stent in the 1st om. The angiographic core lab identified location of the target lesion in the proximal cx and reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. Pre-procedure, the bifurcating distal cx had a 0% stenosis and post-procedure, a 100% stenosis according to the angiographic core lab report. The site reported no post-procedure complications. The patient was discharged two days later on dual antiplatelet therapy.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) study the patient experienced a peri procedural non q-wave myocardial infarction (mi).also, the patient experienced a side branch occlusion during the procedure; pre-procedure, the bifurcating distal circumflex (cx) had a 0% stenosis and post-procedure, a 100% stenosis. The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, and diabetes who presented with ccs class I angina and a 95% stenosis in the 1st obtuse marginal (om). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one cypher (cxs33276/ lot 15132575) study stent in the 1st om. The angiographic core lab identified location of the target lesion in the proximal cx and reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. Pre-procedure, the bifurcating distal cx had a 0% stenosis and post-procedure, a 100% stenosis according to the angiographic core lab report. Pre-procedure, on (B)(6) 2010, at 08:40 the ck was 64 (nl 240, ratio <1); the ckmb and troponin were not tested. Post-procedure on (B)(6) 2010, at 22:17, the ck was 166 (ratio <1), the ckmb was 16.4 (nl 6.3, ratio 2.6) and the troponin I was 0.67 (nl 0.04, ratio 16.75). On (B)(6) 2010, at 04:25, the ck was 598 (ratio 2.49), the ckmb was 36.7 (ratio 5.82) and the troponin I was 1.97 (ratio 49.25). The site reported no post-procedure complications. This enzyme elevation event has been deemed by the (B)(4) committee to be an arc (peri-procedural pci) thus the file was coded for mi. The patient was discharged two days later on dual antiplatelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.